Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0 and fault ID 0x21d6. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. Instructions were given to the customer to contact support again if the issue reoccurs, and the customer understood.